Event description:
It was reported the patient presented in the ER after receiving inappropriate hv therapy shocks. Programming changes are to be made. Patient was stable and being monitored.

Manufacturer narrative:
(B)(4).